Event description:
A report has been received regarding an incident that occurred in (B)(6). The dealer states the gearbox has a motor brake failure. No injury. A new motor will be sent for replacement.